Event description:
Customer reported being hospitalized due to low bg. Customer stated that they were connected to the pump and accidently delivered 100 units of insulin during a manual prime. Troubleshooting performed.